Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06487. The patient has two ipgs. It was reported, the patient was admitted to the hospital due to bleeding at one of the ipg sites. The patient was diagnosed with a staph infection. The infection was treated and resolved with the use of clindomycin and bactrim.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed; results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found; conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.